Event description:
The customer reported that the unit will not go into standby mode. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The customer contacted product support and requested for service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
It has been identified that MFR report#: 2031642-2022-00937 is the correct report and is the primary complaint. MFR report#: 2031642-2022-00904 has been identified to be a duplicate and should be nulled.